Event description:
It was reported to the manufacturer that vns patient's device was not responding to interrogations. Follow-up revealed that the last time the generator was able to be interrogated was in 2008. The patient reported to the physician that he hasn't felt stimulation in a while. The generator is suspected to be at end of service by the physician, and replacement surgery is being scheduled.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.